Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the original clot location was middle cerebral artery (mca), m1, right. Vessel tortuosity was unknown. There was no hospitalization, no treatment, and no other actions taken to resolve the subarachnoid hemorrhage/hemorrhagic rearrangement. The rationale for the relationship to system or procedure was that the passage of the retriever stent may cause a small subarachnoid hemorrhage, classic. Causality assessment provided as: causal relationship to procedure, not related to devises, not related to disease under study and underlying condition or disease.

Event description:
Additional information received reported hemorrhagic transformation ph2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of a hemorrhagic rearrangement within the infarcted territory. Rationale for relating the adverse event (ae) to system or procedure: passage of the retriever stent may cause a small subarachnoid hemorrhage. The ae was not a recurrent or new stroke. The ae was not related to the disease under study. The ae did not result from a device deficiency. Patient details: mrs score: 0 and nihss score: 20. Location of proximal face of clot: pre-procedure mtici score: 0 and final post-procedure mtici score: 3. The patient recovered/resolved (B)(6) 2025. Ancillary device: balloon guide catheter merci 9f x 80cm.